Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. The performance data collected from the device was analyzed and revealed no anomalies. The latest data one was taken on (B)(6)-2009. The device was explanted on (B)(6)-2009.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and revealed no anomalies. The latest data one was taken on (B)(6)-2009. The device was explanted on (B)(6)-2009.

Event description:
It was reported that at a routine device check, the device could not be interrogated, and there was no output. It was noted that at a device check approximately six months prior, the battery voltage was 2.72 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.